Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer had high blood glucose over 600 mg/dl all day, treated with manual injections. Customer stated she changed out her infusion set and reservoir. She stated when she removed the set she could see insulin but it didn't seem a lot. Current blood glucose was 599 mg/dl. Her symptoms are thirst and nausea. Troubleshooting was performed, no leak, no air bubbles, and she declined to check possible site or set occlusions since she had recently removed a site and the cannula was straight. Time and date, bolus wizard, and bolus history were correct on the device. Customer declined performing high pressure test. Customer was advised to do a complete set change. The device is not returning for analysis.